Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# unknown, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were not reported. The healthcare provider was performing a spinal fusion on the patient and was planning on relocating the patient¿s catheter. Upon opening the package and picking up the connector the physician engaged the collet on the catheter connector. The physician did not have another catheter or an accessory kit so the company representative wanted to know if there was a way to disengage the collet. It was reviewed there was no way to disengage the collet. The representative did not believe the catheter was even cut at this point. The catheter was not implanted.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2016-dec-07. Patient and product identification information was provided. According to the rep, a new kit was brought in and a different collet was used to complete the surgery. No catheter or collet issues have been encountered or reported since surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.